Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left anterior descending artery. A 2.25x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up even after multiple attempts. The procedure was completed with another of same device. There were no patient complications reported.